Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide (swg) was found kinked prior to patient use. No patient involvement.

Event description:
The complaint is reported as: the spring wire guide (swg) was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for evaluation. Visual examination of the guide wire revealed one bend in the guide wire body in the location over the thumb guide. This portion of the swg would not be protected during shipping, indicating that the guide wire may have been damaged during shipment. The bend in the guide wire body was located at 551 mm from the proximal end. The total length of the guide wire measured to be 602 mm which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.840 mm which is within specifications of 0.838-0.877 mm per product drawing. The swg was passed through a lab inventory ars, introducer needle, and catheter with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with the kit informs the user, "do not use if package has been previously opened or damaged." The customer report of guide wire damage before use was confirmed by complaint investigation of the returned sample. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The guide wire was returned within its advancer tubing. The tubing showed no kinks or stress marks. The portion of the guide wire that kinked was not protected by the advancer tubing. Based on the condition of the guide wire and the report that the damage was observed before use, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.